Event description:
It was reported that the patient presented for initial implant. During procedure, the physician was unable to implant the atrial lead. Several attempts were made until the physician decided to not use and replace the lead. The patient was recovering post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.